Event description:
On (B)(4) 2013, the user facility reported a complaint with the prograsp forceps instrument but did not provide a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2013. Failure analysis found the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed clevis. The clevis does not exhibit any damage or wear marks. No other cable damage found. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and/or main tube damage found during failure analysis investigation if to recur could cause or contribute to an adverse event.